Event description:
It was reported that there was an alert that indicates this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the shock impedance has been ranging from approximately 82 ohms to out of range values. Additionally, the capture thresholds increased within the last three months. There were also brief noisy signals that appeared on the shock electrogram (egm). Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).